Manufacturer narrative:
"H9: 2032227-060322-002-c. (B)(4). Sw = 2.8c. The metal contact detached from the battery cap and fell into the battery compartment. The reservoir ring is intact. Inserted a test p-cap into the retainer ring, and it did lock into place properly.

Event description:
Medtronic received information that damage (physical or cosmetic) occurred. There was an allegation of hyperglycemia as a result of this event.